Event description:
A peritoneal dialysis (pd) clinic manager reported that this patient was diagnosed with peritonitis. The patient went to the hospital on (B)(6) 2022. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient called the clinic on (B)(6) 2022 with complaints of abdominal pain. The patient had been experiencing constipation issues and was seen previously at the emergency room (unknown date) which resulted in the diagnosis of a suspected small bowel obstruction. No medical intervention was administered at that time. The pdrn instructed the patient to fill with solution and come into the clinic. When the patient arrived, the fluid was drained and the pdrn noted it was cloudy. The pdrn sent the patient to the ER on (B)(6) 2022. A pd effluent culture was obtained, and the patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration unknown). The patient¿s white blood cell count was elevated (lab values not provided). The culture resulted in no growth. The patient was discharged to home on 08/jun/2022 and continues antibiotic therapy and pd treatments utilizing the liberty select cycler. The cause of the peritonitis is unknown; however, the pdrn said that the patient¿s constipation is suspected to be a contributing factor. There was no reported issue with the cycler and no cassette leak reported for this event. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the culture resulted in negative growth and the cause of the peritonitis is unknown, the pdrn suspects the patient¿s constipation issues contributed to the peritonitis. Constipation in pd patients predisposes the patient to bacterial intestinal translocation and eventual enteric peritonitis. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) clinic manager reported that this patient was diagnosed with peritonitis. The patient went to the hospital on (B)(6) 2022. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient called the clinic on (B)(6) 2022 with complaints of abdominal pain. The patient had been experiencing constipation issues and was seen previously at the emergency room (unknown date) which resulted in the diagnosis of a suspected small bowel obstruction. No medical intervention was administered at that time. The pdrn instructed the patient to fill with solution and come into the clinic. When the patient arrived, the fluid was drained and the pdrn noted it was cloudy. The pdrn sent the patient to the ER on (B)(6) 2022. A pd effluent culture was obtained, and the patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration unknown). The patient¿s white blood cell count was elevated (lab values not provided). The culture resulted in no growth. The patient was discharged to home on (B)(6) 2022 and continues antibiotic therapy and pd treatments utilizing the liberty select cycler. The cause of the peritonitis is unknown; however, the pdrn said that the patient¿s constipation is suspected to be a contributing factor. There was no reported issue with the cycler and no cassette leak reported for this event. No additional information was provided.